Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient called the rep after noticing a power on reset (por) screen on the recharger. The rep said that after speaking with the patient it was determined that the patient had an information por with stimulation turned off. The patient was traveling and at the airport the day before calling the rep. The rep stated that they determined that the por was due to something/possible emi at the airport. The rep said the patient cleared the por with the patient programmer normally resumed stimulation to relieve pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s therapy had stopped due to a power on reset (por). The rep was to meet with the patient to determine the next steps. No further complications were reported. Follow up was conducted.